Manufacturer narrative:
Based on the claim against the product by the customer noting that ssc1 mtmr failed to control the usm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed and reproduced. The fse found that the mtmr grip was misaligned. The fse adjusted the gripping position of the mtmr and performed recalibration of both mtms as part of service. After this, the system was retested, passed testing and verified as ready for use. The complaint regarding the reported complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: an issue with ssc 1 was experienced during a procedure in dual ssc setup. Surgeon moved to ssc 2 to continue and complete the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the surgeon could not control universal surgical manipulator (usm) 4 with the right master tool manipulator (mtmr) of surgeon side console (ssc) 1. The customer reseated the sterile adapter (sa) and the instrument on usm4, but the issue persisted. The surgeon switched to ssc 2 to resolve the issue. The tse confirmed no related error in the logs. The tse had the customer switch to ssc 1 again to check, but the issue persisted with ssc 1. The procedure was completed with ssc 2 with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was initialized in dual ssc setup. The system functionality was checked upon powering on the system without errors. The surgeon stopped using ssc 1 because of the issue on ssc1 mtmr. The surgeon continued the procedure with ssc 2.